Event description:
It was reported, patient had loss of therapeutic effect. Patient stated, she was unconscious on (B)(6) 2010 and was admitted to the hospital. On (B)(6) 2010, patient's urinary symptoms returned. Patient had a urinary infection and was discharged on (B)(6) 2010. A brain scan was performed during patient's hospital stay. Patient was taking medication for urinary infection. Patient status is unknown. Additional information will be provided when available.